Manufacturer narrative:
72203793 truepass needle single sterile pack of five used for treatment, were not returned for evaluation. Product was not available for evaluation. Conclusions, investigation and evaluation were limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. Per instructions for use: ¿as with any surgical device, careful attention should be exercised to ensure that excessive force is not placed on this device. Excessive force can result in the failure of this device. Ensure adequate visibility when using the device. Should the needle tip become lodged (e.g., in bone), the needle should be disengaged by retracting it back through the suture passer. Twisting or bending of the needle in an attempt to dislodge the needle tip may result in breakage of the needle and needle parts may not be retrievable. Discard the needle and use a new needle.¿ product met specifications upon release to distribution.

Event description:
It was reported that during a cuff repair at the end of the procedure while trying to pass the last suture in the medical row, tip broke off. It was notices because suture was not passing. Another needle was used and worked fine. The tip was not retrieved from patient because was too small to find. No significant delay or patient injuries.